Manufacturer narrative:
B5: information added. D6b: date added. H6 patient code added: hypoxia. Media was received and reviewed by our medical safety department: 6 short (4 tee and 2 fluoroscopy) video loops and one tee still image were submitted for review. Only one short tee video loop shows the deployed device in laa at about 90-degree angle. The device has a shoulder to the mitral side and seems under compressed based on the shape and the flat distal face of the device. Also, the core wire which is still attached is not co-linear with the device atrial face. The rest of the tee video loops and the still image show that the embolized device gets entangled in the mitral valve resulting in significant mr. The 2 fluoroscopy loops show how the device is retrieved with grasping device, basket and large bore sheath. The device position post release is not shown but 1 video loop showing the deployed device suggests that the proximal position and low compression could have contributed to the device embolization.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. The procedure was straight forward other than having slightly limited depth due to coaxiality. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. The wds was slightly proximal on the mitral side, but still met release criteria so the physician made the decision to release and implant the closure device, as benefits outweigh risks. The procedure was concluded. Approximately two (2) hours post index procedure when the patient was in recovery, the patient began to experience chest discomfort so a transthoracic echocardiogram (tte) was performed which revealed the closure device had embolized and was free floating in the left atrium. The patient was taken to the cardiac catheterization lab and the closure device was successfully percutaneously explanted using a non-boston scientific (bsc) retrieval and grasping device. A full tee was performed post retrieval to assess for any damages to the patient and no damages were found. The patient was kept overnight for observation and discharged the following day. It was further reported that the patient died four (4) days post index procedure, and it was corrected that the patient was not discharged from the hospital. When the patient had returned to the lab for closure device retrieval, the device had lodged itself in the mitral valve, reducing blood flow from the heart. The closure device was successfully retrieved and it was noted the patient was hemodynamically stable with zero cardiac issues noted post retrieval. Tests performed during recovery revealed that the patient's organs showed no damage related to this event, except for the brain. Per the physician, there was insufficient blood flow to the brain while the closure device was caught in the mitral valve. The physician was hopeful that the patient would regain consciousness, but an magnetic resonance imaging (MRI) scan performed days after the index procedure showed no signs of improvement and that is when the family of patient chose to remove the patient from life support, resulting in the patients death. In the implanting physician's opinion, moving forward, she will be overly critical of device position before release and perform a more extensive check of the device post release, despite this closure device meeting release criteria prior to release. It was added that the patient was in atrial fibrillation during the implant procedure, and then converted to sinus rhythm while in recovery post implant procedure. It was further reported that per the physician, the cause of death was cerebral hypoxia (reduced or insufficient supply of oxygen to the brain). It was also clarified that the patient had never regained consciousness after the general anesthesia administered for the closure device retrieval procedure.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. The procedure was straight forward other than having slightly limited depth due to coaxiality. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. The wds was slightly proximal on the mitral side, but still met release criteria so the physician made the decision to release and implant the closure device, as benefits outweigh risks. The procedure was concluded. Approximately two (2) hours post index procedure when the patient was in recovery, the patient began to experience chest discomfort so a transthoracic echocardiogram (tte) was performed which revealed the closure device had embolized and was free floating in the left atrium. The patient was taken to the cardiac catheterization lab and the closure device was successfully percutaneously explanted using a non-boston scientific (bsc) retrieval and grasping device. A full tee was performed post retrieval to assess for any damages to the patient and no damages were found. The patient was kept overnight for observation and discharged the following day.

Event description:
It was reported that device embolization occurred. The device was explanted.a left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. The procedure was straight forward other than having slightly limited depth due to coaxiality. A (B)(6) watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. The wds was slightly proximal on the mitral side, but still met release criteria so the physician made the decision to release and implant the closure device, as benefits outweigh risks. The procedure was concluded. Approximately two (2) hours post index procedure when the patient was in recovery, the patient began to experience chest discomfort so a transthoracic echocardiogram (tte) was performed which revealed the closure device had embolized and was free floating in the left atrium. The patient was taken to the cardiac catheterization lab and the closure device was successfully percutaneously explanted using a non-boston scientific (bsc) retrieval and grasping device. A full tee was performed post retrieval to assess for any damages to the patient and no damages were found. The patient was kept overnight for observation and discharged the following day.it was further reported that the patient died four (4) days post index procedure, and it was corrected that the patient was not discharged from the hospital. When the patient had returned to the lab for closure device retrieval, the device had lodged itself in the mitral valve, reducing blood flow from the heart. The closure device was successfully retrieved and it was noted the patient was hemodynamically stable with zero cardiac issues noted post retrieval. Tests performed during recovery revealed that the patient's organs showed no damage related to this event, except for the brain. Per the physician, there was insufficient blood flow to the brain while the closure device was caught in the mitral valve. The physician was hopeful that the patient would regain consciousness, but an magnetic resonance imaging (MRI) scan performed days after the index procedure showed no signs of improvement and that is when the family of patient chose to remove the patient from life support, resulting in the patients death. In the implanting physician's opinion, moving forward, she will be overly critical of device position before release and perform a more extensive check of the device post release, despite this closure device meeting release criteria prior to release. It was added that the patient was in atrial fibrillation during the implant procedure, and then converted to sinus rhythm while in recovery post implant procedure.it was further reported that per the physician, the cause of death was cerebral hypoxia (reduced or insufficient supply of oxygen to the brain). It was also clarified that the patient had never regained consciousness after the general anesthesia administered for the closure device retrieval procedure.it was further reported the site has classified the brain injury the patient experienced, as an ischemic cerebral vascular accident.

Event description:
It was reported that device embolization occurred. The device was explanted.a left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. The procedure was straight forward other than having slightly limited depth due to coaxiality. A (B)(6) watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. The wds was slightly proximal on the mitral side, but still met release criteria so the physician made the decision to release and implant the closure device, as benefits outweigh risks. The procedure was concluded. Approximately two (2) hours post index procedure when the patient was in recovery, the patient began to experience chest discomfort so a transthoracic echocardiogram (tte) was performed which revealed the closure device had embolized and was free floating in the left atrium. The patient was taken to the cardiac catheterization lab and the closure device was successfully percutaneously explanted using a non-boston scientific (bsc) retrieval and grasping device. A full tee was performed post retrieval to assess for any damages to the patient and no damages were found. The patient was kept overnight for observation and discharged the following day.it was further reported that the patient died four (4) days post index procedure, and it was corrected that the patient was not discharged from the hospital. When the patient had returned to the lab for closure device retrieval, the device had lodged itself in the mitral valve, reducing blood flow from the heart. The closure device was successfully retrieved and it was noted the patient was hemodynamically stable with zero cardiac issues noted post retrieval. Tests performed during recovery revealed that the patient's organs showed no damage related to this event, except for the brain. Per the physician, there was insufficient blood flow to the brain while the closure device was caught in the mitral valve. The physician was hopeful that the patient would regain consciousness, but an magnetic resonance imaging (MRI) scan performed days after the index procedure showed no signs of improvement and that is when the family of patient chose to remove the patient from life support, resulting in the patients death. In the implanting physician's opinion, moving forward, she will be overly critical of device position before release and perform a more extensive check of the device post release, despite this closure device meeting release criteria prior to release. It was added that the patient was in atrial fibrillation during the implant procedure, and then converted to sinus rhythm while in recovery post implant procedure.it was further reported that per the physician, the cause of death was cerebral hypoxia (reduced or insufficient supply of oxygen to the brain). It was also clarified that the patient had never regained consciousness after the general anesthesia administered for the closure device retrieval procedure.it was further reported the site has classified the brain injury the patient experienced, as an ischemic cerebral vascular accident.

Manufacturer narrative:
B5: information added.h6 patient code added: stroke/cva.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes:device technical analysisthe watchman flx? Pro was disposed; therefore, returned device analysis could not be completed.media reviewprocedural media was provided to aid in the investigation and was reviewed by a bsc global medical safety representative. A video of the deployed closure device suggested that the proximal position and low compression could have contributed to the device embolization.device history record reviewa review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036737979. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling reviewthere was evidence to suggest that the device was used in a manner inconsistent with the labeling. The closure device likely did not meet position, anchor, size, and seal (pass criteria) prior to release. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization, chest pain, hypoxia (loss of consciousness, brain injury, reduced blood flow), cerebral vascular accident (cva), and death (imaging and additional device required, hospitalization).risk reviewa risk review was completed and confirmed that the events of implant embolization, chest pain, hypoxia (loss of consciousness, brain injury, reduced blood flow) cerebral vascular accident (cva), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
B2: outcome and date of death updated. B5: information added. H6 patient codes added: loss of consciousness, brain injury, and reduced blood flow. H6 impact code added: death.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiogram (ice) was used for intraprocedural imaging. A double curve watchman access system (was) was inserted and positioned at the laa. The procedure was straight forward other than having slightly limited depth due to coaxiality. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed. The wds was slightly proximal on the mitral side, but still met release criteria so the physician made the decision to release and implant the closure device, as benefits outweigh risks. The procedure was concluded. Approximately two (2) hours post index procedure when the patient was in recovery, the patient began to experience chest discomfort so a transthoracic echocardiogram (tte) was performed which revealed the closure device had embolized and was free floating in the left atrium. The patient was taken to the cardiac catheterization lab and the closure device was successfully percutaneously explanted using a non-boston scientific (bsc) retrieval and grasping device. A full tee was performed post retrieval to assess for any damages to the patient and no damages were found. The patient was kept overnight for observation and discharged the following day. It was further reported that the patient died four (4) days post index procedure, and it was corrected that the patient was not discharged from the hospital. When the patient had returned to the lab for closure device retrieval, the device had lodged itself in the mitral valve, reducing blood flow from the heart. The closure device was successfully retrieved and it was noted the patient was hemodynamically stable with zero cardiac issues noted post retrieval. Tests performed during recovery revealed that the patient's organs showed no damage related to this event, except for the brain. Per the physician, there was insufficient blood flow to the brain while the closure device was caught in the mitral valve. The physician was hopeful that the patient would regain consciousness, but an magnetic resonance imaging (MRI) scan performed days after the index procedure showed no signs of improvement and that is when the family of patient chose to remove the patient from life support, resulting in the patients death. In the implanting physician's opinion, moving forward, she will be overly critical of device position before release and perform a more extensive check of the device post release, despite this closure device meeting release criteria prior to release. It was added that the patient was in atrial fibrillation during the implant procedure, and then converted to sinus rhythm while in recovery post implant procedure.